Event description:
A ventilator was returned to a (B)(6) center for evaluation. There was no harm or injury reported. During the evaluation of the device at a (B)(6) center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.